Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded electronic patient record it was observed that the device had powered off multiple times. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device powered off several times while being used to monitor a patient. Each time, the device was powered back on. During transfer of the patient, the device again went through several boot cycles. No patient details or information about the patient outcome were provided.

Manufacturer narrative:
The device was returned to physio-control a second time for the same reported issue (reference number 3015876-2017-00655). Physio-control further evaluated the device. From the downloaded key log it was observed that the device powered off and on. The reported issue was duplicated when rocking the device gently on the floor. It was determined that the cause of the reported issue was due to the battery pins being loose. Physio tightened the battery pins. Proper device operation was then confirmed through functional and performance testing. The device will be returned to the customer.